Event description:
It was reported there was a loose ECG (electrocardiogram) cable connection. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connection found loose. Analysis also found the system fan found is noisy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).